Manufacturer narrative:
D10: 320-42-00 - eq reverse 42mm humeral liner +0: (B)(6), 308-01-08 - 8x80mm distal stem modular cemented: (B)(6), 308-05-23 - distal fixation ring ha 23.5: (B)(6), 308-10-75 - 75mm middle segment modular: (B)(6), 308-10-75 - 75mm middle segment modular: (B)(6), 308-12-00 - med prox body +12.5: (B)(6), 308-16-62 - taper locking screw 162: (B)(6), 320-01-42 - eq reverse 42mm glenosphere: (B)(6), 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-42-00 - eq reverse 42mm humeral liner +0: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 4 years and 5 months post the initial right shoulder replacement surgery, the patient presented with instability and required drainage of joint fluid of their right hemiarthroplasty. The procedure was to incise, drain and stabilize the shoulder joint with free flap. It was a combined case with a plastics surgeon. The patient was revised. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.